Event description:
Procedure: nephrectomy. According to the reporter, during operations for retroperitoneum, while a doctor was pumping the air into the balloon, the balloon broke. The forceps and others hadn't touched it. The operating time was not extended. A new one was opened to complete the case with no problem. No patient harm. The device could be removed properly from the tissue. There was no tissue damage and nothing fell into the cavity. There was no extensive bleeding. The sample was discarded.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.